Manufacturer narrative:
Additional, changed, and/or corrected data:b5 d6b d9 h3 h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: opening crack on valve, delamination 75% partial separation), puncture opening and wear abrasion. Based on the device analysis the final assessment is: a delamination partial of the valve (adhesive failure). A cracked valve seat diaphragm valve. A striated punctured assessed as surgical damage like consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Additionally, healthcare professional reported and confirmed left side event.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.